Manufacturer narrative:
The commander delivery system was not returned to edwards for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No relevant case imagery was provided for review. Device history review (DHR) review and lot history review could not be performed as no device lot number was provided. The IFU and training manuals have been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaints were not able to be confirmed due to unavailability of returned device and /or applicable imagery. Due to unavailability of the device, engineering was not able to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of the IFU and training manuals revealed no deficiencies. As reported, 'due to the manipulation of the delivery system while positioning the valve, inflation of the balloon during valve deployment was difficult. The physician reported a lot of clockwise torquing and a kink occurred in the commander delivery system. Although the balloon was slow to inflate, the valve was fully deployed. Difficulties were then encountered deflating the balloon. When the balloon would not deflate, the system was counter torqued in an effort to deflate the balloon.' Per the case notes, 'there were issues with tracking the ds and valve through the patient's native vasculature, which could be due to the patient only being 11yrs old.' It is likely the patient's native anatomy contributed to tracking difficulty and the subsequent torqueing of the device. Per the training manual, 'excessive rotation may result in twisting of the balloon catheter and difficulty with inflation / deflation of the balloon.' It is possible the system was excessively manipulated during tracking, compromising the integrity of the components involved in the fluid path and contributing to the reported slow inflation and deflation of the balloon. Available information suggests patient factors (patient anatomy) and procedural factors (torqueing the device) contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-05506.

Event description:
As reported by the edwards implant patient registry, two 29mm sapien 3 valves were used during a pulmonic valve replacement procedure. Difficulties positioning the valve were encountered during the procedure. Due to the manipulation of the delivery system while positioning the valve, inflation of the balloon during valve deployment was difficult. The physician reported a lot of clockwise torquing and a kink occurred in the commander delivery system. Although the balloon was slow to inflate, the valve was fully deployed. Difficulties were then encountered deflating the balloon. When the balloon would not deflate, the system was counter torqued in an effort to deflate the balloon. The patient was ischemic for about two minutes and became hypotensive until the balloon deflated enough to be withdrawn into the rv and allow for perfusion, at which point the patient stabilized. Eventually, the balloon was deflated enough to be pulled into the rv for withdrawal. Post deployment angiogram indicated severe pulmonary insufficiency (pi). Using the rpa access instead of the lpa access, a second sapien 3 valve was successfully deployed, resolving the pi. The patient recovered well and was scheduled for discharge on postoperative day (pod) 1 or 2. It was speculated that the initial valve was possibly damaged due to the prolonged inflation time of the delivery system balloon, resulting in the severe pi.

Manufacturer narrative:
An administrative review of 3500a forms posted on the maude database showed this manufacturer report was submitted with the incorrect (common device name, product code, PMA number, or other missed or incorrect information). For follow-up report 2, a correction to field g4 was submitted in the supplemental report.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021- 05506. An administrative review of 3500a forms posted on the maude database showed this manufacturer report was submitted with the incorrect (common device name, product code, PMA number, or other missed or incorrect information). A correction to fields (list the corrected fields on the form) is being submitted in this supplemental report.